Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Date of submission (b)(4( 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed consecutive ¿(B)(4)¿ communication errors on (B)(4) 2018. The battery cap was undamaged, and able to fit securely to the pump. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due to a battery compartment and bolus button leak. The pump powers on to a clear and functional display. Investigators were unable to duplicate the ¿blank screen¿ complaint. The pump¿s cover was removed, and further moisture corrosion was found to the cgm module and to the power printed circuit board.